Event description:
The physician noticed that the sheath was damaged during the removal of the device. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation/ investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation is completed. Evaluation: conclusions: a follow-up report will be submitted when the device evaluation has been completed.